Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, multiple episodes of oversensing and loss of capture were observed on the right ventricular (rv) lead. The physician suspects the oversensing was caused by a position the patient takes at night. Further intervention is anticipated to resolve the loss of capture. The patient was stable with no adverse consequences.